Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # m115010aad and # m115010aab. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient presented for surgery with failed back syndrome. Procedure was for removal of instrumentation and fusion from l3-s1 with l3-l4 tlif and l3-l4 pedicle screws, and l3 to s1 posterolateral fusion with rhbmp-2/acs, ceramic granules, and autograft. Interbody cages were packed with bmp. Bmp, ceramic granules and autograft was placed posterolaterally l3-s1. On (B)(6) 2006 post-operative x-rays indicated 'posterior metallic fusion of l3 and l4 and interbody cages at l4-l5 and l5-s1. No hardware failure or complication. Minimal retrolisthesis ofl4 on l5 with neural foramina narrowing.' On (B)(6) 2006 nm bone spect indicated 'overall worsening of degenerative changes at the l3/4 disk space' and 'new degenerative changes in the facets of l2/3 bilaterally.' On (B)(6) 2006 x-rays indicated 'stable alignment of the instrumented lumbar fusion from l3 through s1. There is no evident hardware complication.' On (B)(6) 2007 pt. Underwent a procedure for right sacroiliac joint injection. Diagnosis was lumbar spondylosis and sacroiliitis. On (B)(6) 2007 x-rays indicated 'stable multilevel laminectomy and lumbosacral fusion.' On (B)(6) 2008 lumbar MRI indicated 'extensive surgical changes as described above, without significant change from plain films nine months ago, postsurgical granulation tissue narrowing the right l3-l4 neural foramen, l4-l5 mild left neural foraminal narrowing, simple fluid collection posterior to l5 laminectomy. A simple seroma would not typically persist this long after surgery, and abscess cannot be excluded by this exam.' On (B)(6) 2008 per the physician's notes, the 'pt presents with neuropathic pain of the right and left lower extremities secondary to post-laminectomy syndrome. She presents for a percutaneous placement of bilateral scs trial leads.' On (B)(6) 2008 x-ray indicated 'stable postoperative lower lumbar spine.' On (B)(6) 2008 pt. Underwent a procedure for t10 laminectomy for implant of spinal cord stimulator. On (B)(6) 2013 x-rays indicated 'stable postsurgical changes of posterior metallic fusion at l3-l4, stable l3-l4 interbody fusion and l4-l5, l5-s1 interbody spacers, spinal stimulator and associated hardware without evident complication, progressive degenerative disc disease at l2-l3.'